Event description:
Our rep. Is reporting that during an arthroscopic shoulder repair, metal shavings were observed emanating from 2 lupine drill guides and falling into the pt's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further incident or harm to the pt. Post script the surgeon states that this has happened 4 times in all with these same devices; 3 shoulder repairs on june 1, june 4 and june 8, and 1 hip repair on june 4. See associated mdrs 1221934-2009-00254, 1221934-2009-00255, 1221934-2009-00256, 1221934-2009-00257, 1221934-2009-00259, 1221934-2009-00260 and 1221934-2009-00261.

Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions, the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. There has been some manufacturing processe's changes made to subvert and or greatly reduce this type of event. The phenomena is still under study by the mitek (B) (4) group and whenever possible relative failure mode devices will be forwarded to the group to subsidize their study, also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device (s) is received here at depuy mitek, it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause, a follow-up report will be filed.